Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all mini pockets failed. A field service engineer reported that drawer 1 had failed and was off the bus. The fse reseated the pyxibus cable, and the drawer functioned properly. It was tested in diagnostics and by the customer, and all tests passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had mini-pockets failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.